Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿: [inspection of the endoscope]. " 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function. - inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the air/water flow system on the evis lucera elite colonovideoscope had the air/water flow issues. The issue was observed, during an unspecified therapeutic procedure and was completed with a similar device. No delay was noted. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, unknown if there was a delay in the start of the pre-cleaning, unknown if the air/water nozzle was flushed with air and water, unknown if the nozzle was cleaned with lint-free cloths/brushes/sponges and unknown if the air/water nozzle was flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During the evaluation, it was determined, that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle; air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: due to a pinhole on channel tube; water tightness was lost. Suction-cylinder was shaved, adhesive on bending section cover (a-rubber) had a chip. Due to wear of angle wire; bending angle in the upward direction did not meet the standard value. Due to wear of angle wire; the play of upward/downward knob was out of the standard value. Due to a crack on bending section cover (a-rubber); insulation resistance value at distal end did not meet the standard value. And scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.